Manufacturer narrative:
B3. Date of event: month and year of event have been provided, but day is unknown.investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there was a possibility of root blockage as the remaining amount of chemical solution has not decreased. When it was disconnected from the connected disposable pca pump, it was confirmed that chemical solution was leaking from the pump route. There was patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
H6: codes were updated. One device was returned for investigation. He sample was prepared for use, and the needle was safely removed from the white cap. The infusion site was then flushed and no difficulties were observed. A free flow through the cannula was observed. The complaint of an occlusion cannot be confirmed nor replicated. The probable cause of the reported problem unknown. All functional test of the device passed.